Manufacturer narrative:
This information is unknown. It is unknown when device became displaced. Device is scheduled for explantation in (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with the femoral neck system (fns) was applied to right proximal femoral neck fractures. After the first operation, the patient did not attend the hospital for rehabilitation. However, she visited a bonesetter's clinic a few times although it was unknown why she visited the clinic. On (B)(6) the femoral head was displaced to internally inverted position. Revision surgery (bipolar hip arthroplasty) is scheduled for an unknown date is (B)(6) 2018. The fns plate, the neck bolt, and the locking screw will be removed during the revision surgery. The patient is currently out of hospital. Concomitant device: locking trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for a bolt for femoral neck system 75mm length - sterile. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: locking trauma screw (part: unknown, lot: unknown, quantity: 1); lockscr ø5 self-tap l36 tan (part # 412.212s, lot # l718209, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted. The lot number l681323 belongs to the sub-component 60123905, the review has shown that out of this sub-component the part 04.168.275s lot l815288 and the lot l806801 was made. Therefore this DHR review will be completed for these two lot numbers: part: 04.168.275s, lot: l815288: manufacturing site: grenchen, release to warehouse date: 16. Mar. 2018, expiry date: 01. Mar. 2028: the device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Part: 04.168.275s, lot: l806801: manufacturing site: grenchen, release to warehouse date: 12. Mar. 2018, expiry date: 01. Mar. 2028: the device history record shows this lot of 17 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Sub-component: part: 60123905, lot: l681323: manufacturing site: grenchen, release to warehouse date: 22.feb.2018: the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H6: summary of product development evaluation: product was returned but no malfunction could be identified. Only the shaft hole was damaged during extraction (use of an extraction kit). Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: b5, d11: corrected concomitant device device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent revision surgery on an unknown date. During the revision surgery, when the surgeon tried to remove the screw, it could not be removed. Thus, the surgeon cut the screw head, and removed the screw somehow. Incident occurred during revision surgery is capture under (B)(4).